Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested further information was not provided.

Event description:
Per vanessa's law compliance, health (B)(6) medical devices online database recently uploaded reports that they received since june 2020. It was reported that an alaris pc unit was involved in an unspecified "health effect medical device problem." The event description provided was "f26 - no health consequences or impacte2403 - no clinical signs symptoms or conditionsa1405 - improper flow or infusion." No additional information was provided, and no contact information or products were provided.